Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, october 17, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The procedure was performed with local anesthesia. Prior starting treatment the patient developed rectal pain and discomfort. Therefore, the patient went to hospital, and they discovered that he had developed a peri-rectal abscess. The abscess was drained, it was unknown if there is any relationship between the device and the peri rectal abscess. The imaging showed that the hydrogel was place in the correct space. The patient was report as scheduled to start his intensity-modulated radiation treatment (imrt).